Event description:
It was reported to philips that the customer has heard arching and sparking noises from the paddle tray when shocking at 50 joules into the paddle tray. There was no reported patient involvement/adverse patient impact.